Event description:
Consumer reported on behalf of her mother that upon removal of an unspecified number of tampons the pledget fell apart inside of her vaginal cavity. She did not seek medical attention and did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.